Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Foggy image, detected after repair at qc inspection. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Correction information:g6: follow up #1. H6: coding changed based on the investigation result: type of investigation and investigation findings and investigation conclusions. Additional information: evaluation summary. The cause is that the air containing moisture that has entered the objective lens / led condenses due to temperature changes and causes fogging.